Event description:
It was reported that, nursing staff went to pull gloves out the box and noticed gloves were sticking together and/or ripping from being removed from the box and from trying to put the gloves on their hands.

Manufacturer narrative:
It was reported that, nursing staff went to pull gloves out the box and noticed gloves were sticking together and/or ripping from being removed from the box and from trying to put the gloves on their hands. Nursing staff had to replace their gloves numerous times to comply with the facilities infection control policy. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.